Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, and there were no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before returning it, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.